Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The reported issue could not be reproduced and confirmed. A serial read out of the pump memory was performed, the internal memory was cleared and the s5 double head pump functionally tested without error or deviation. Evaluation of the serial read out at livanova (B)(4) confirmed the issue and the device was requested and returned to munich for further investigation. During the intense testing the reported issue could not be reproduced or confirmed the device worked according to the specification. As the issue could not be reproduced or confirmed during the investigation, a root cause could not be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 double heat pump displayed an error message during priming. There was no patient involvement.